Manufacturer narrative:
Alleged failure: the anchors slipped out despite professional implantation in the humeral head. The probable root causes could be: 1) excessive force during tensioning, 2) too much initial tension in suture, or 3) soft bone results in anchor pullout during tensioning, bone cannot retain anchor to withstand tensioning forces. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that there was a need for a revision surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a need for a revision surgery.